Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a highest cgm reading of 315 mg/dl and a confirmatory glucometer value of 333 mg/dl, after a recent supply change and breakfast; the user was using a teflon infusion set at the abdomen and a g7 cgm, and subsequent cgm monitoring showed a decrease to 212 mg/dl while the delivery system appeared connected and functioning during troubleshooting. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event was categorized as an adverse event without an identified device or use problem; a device component code was not specific. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.